Event description:
The hcp reported there was no drug available to fill the patient's pump following their pump replacement surgery and the patient subsequently experienced drug withdrawal. The patient recovered from the withdrawal before being discharged from the hospital. The patient followed up with the hcp to fill their pump with medication. The drug contained in the patient's pump is unknown. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
.